Event description:
The customer endoeye high-definition ii autoclavable video telescope was returned to the olympus repair center for a reported ¿white balance not possible, transmits only with green haze¿. The customer reported event was found at an unspecified event. During the repair inspection, olympus identified a green colored image defect which was isolated to a defective charged coupled device unit. No death or injury and no impact to patient or other has been reported to olympus. This report is being submitted to capture the green colored image defect.

Manufacturer narrative:
The customer¿s problem was confirmed during the olympus repair inspection. The green colored image defect was isolated to a defective ccd. Additionally, during troubleshoot the image cuts off which was found due to a defective video cable. The inspection also observed the light fiber bonding at the distal end of the scope is damaged. The product is being returned to the legal manufacturer for further investigation. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During the inspection of the affected device, it was found that the device produced images with changing colours (purple, green). It was found that the r-unit of the affected device caused this issue. Due to this issue, the white balance function is not available. Furthermore, an image error was found which was caused by the cable unit. In addition, it was found that the outer tube also had a defection: the fibre bonding of the light fibres on the distal end was damaged by external force (fall, blow, impact). A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.